Event description:
It was reported that patient presented for remote follow up via merlin.net transmission. The patient's pacemaker (pm) showed incorrect display of atrial fibrillation percentage. No intervention was reported. The patient had no consequences.